Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the patient performed a test on the coaguchek xs system and the sample was not detected as she was missing the target area. Caller states that she went to the doctor after noticing swelling on her leg. Caller states that she was diagnosed as having a blood clot, sent to the emergency room the next day, "a doppler" was performed, and she was given a shot of lovenox. No other actions were reported taken or treatment received. A request was made for the return of the affected product.